Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and will not be returned for additional evaluation and investigation. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report a catheter revision. They report that they had their pump filled with morphine a month after implantation. In regards to their pump, they report "it never worked, catheter was kinked." They report that they had their dosage increased multiple times before their managing physician took a look at their pump. They report that their physician performed a dye study and determined "it wasn't working". Agent also confirmed that, during the revision, the pump reportedly flowed perfectly and the agent stated that the physician thought maybe the catheter had been kinked underneath the pump. The pump was placed back in the pocket and the catheter remained implanted.